Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the device does not turn on. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not confirm the reported event of a permanent out of range signal.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report permanent out of range signal on (B)(6) 2014. At the time of contact, patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).